Manufacturer narrative:
Related MFR # 2916596-2023-03030. Manufacturer's investigation conclusion: the pump was not returned for evaluation. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a driveline infection and bacteremia in that started in the month of april. It was later reported that the patient was noted to have increased drainage from the driveline exit site at a clinic visit on (B)(6) 2023 along with new mid sternal and left sided chest tenderness. Blood cultures were drawn on (B)(6) 2023 that resulted on (B)(6) 2023 with gram positive cocci. Driveline culture also resulted with staphylococcus aureus. The patient was admitted on (B)(6) 2023 based on these results. The patient was started on intravenous cefazolin and vancomycin and further imaging was obtained to determine the extent of the infection. Transesophageal echocardiogram on (B)(6) 2023 showed possible vegetation. Positron emission tomography (pet) scan on (B)(6) 2023 showed disseminated infection and strong fluorodeoxyglucose (fdg) uptake in the inflow cannula, along the driveline, and along the implantable cardioverter-defibrillator (ICD). Fluid collection was also noted in the lower sternum. It was determined that the infection had seeded all major hardware. The patient was not a transplant candidate and device exchange was not consistent with patient wishes. The infection was unable to be resolved and the patient was discharged (B)(6) 2023 to hospice care where the patient passed away on (B)(6) 2023. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
H6: 4846 - bacteremia. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with widespread pain due to a recurrent driveline infection and bacteremia. Most recently, the patient was noted to have disseminated methicillin-susceptible staphylococcus aureus (mssa) infection including seeding of left ventricular assist device (lvad) and implantable cardioverter defibrillator (ICD) hardware. Transesophageal echocardiography (tee) had poor visualization to rule out vegetation. With the positron emission tomography (pet) showing fluorodeoxyglucose (fdg) uptake, there was a concern for infection around the lvad inflow cannula and the ICD. The patient was reportedly not a candidate for surgical intervention and no curative options were available. After extensive conversation with the healthcare team, palliative care team, and the patient, a decision was made to proceed with hospice and palliative vad decommissioning. The lvad operated as intended and it was not believed the patient's condition was a result of device malfunction. Additional information was received that the patient was transitioned to hospice/ comfort measures only, the lvad was deactivated on ) (B)(6) 2023 under the heart failure attending and palliative care guidance and the patient passed away later that day.